Event description:
The reporter stated that the unit would not infuse but could not provide further details. The reporter also noted that there was physical damage. There was no pt injury or treatment associated with this event.